Event description:
Routine complaint investigation when a consumer reported receiving blood glucose values of 33 mg/dl, and 173 mg/dl within three minutes of each other. Values, when plotted on a clark error grid, show the difference to be clinically significant. No death, serious injury or medical interventtion was reported with the event.